Event description:
This case was already filed under report number 2124215-2017-07256.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were cases of this lead being related to pericardial effusions. The issue was resolved but high thresholds were seen. No additional adverse patient effects were reported.